Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer inflating. The physician was unable to inflate in office and fluid loss was assumed. The system was replaced with a 100ml reservoir, pump, and 21cmx12cm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss an malfunction was confirmed via product analysis of the pump and cylinder tubing at the strain relief junction. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer inflating. The physician was unable to inflate in office and fluid loss was assumed. The system was replaced with a 100ml reservoir, pump, and 21cmx12cm cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.